Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that she was hospitalized for non-diabetes related issue. Customer stated that while she was in the hospital they removed her insulin pump. Customer stated that she was having trouble getting to the reservoir to rewind and prime. Nothing further was reported.